Event description:
It was reported that during a pre-surgical work up for an atrioventricular ablation procedure, this right ventricular (rv) lead exhibited loss of capture. Currently waiting for physician's direction for next steps. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead currently remains implanted and in service. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during a pre-surgical work up for an atrioventricular ablation procedure, this right ventricular (rv) lead exhibited loss of capture. Currently waiting for physician's direction for next steps. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: new/updated information was recently provided from the field, indicating that a lead revision procedure had been performed to reposition this lead, which remains implanted and in service.

Manufacturer narrative:
This lead currently remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.